Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite functional test, but the rite electrical test passed. The assignable cause of the reported issue program was changed by the hc is determined to be normal device function, but was induced by use error. A service history review (shr) revealed the device passed all required tests and calibrations. No issues were identified that may have contributed to the issues of program changed by device. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report the program was changed by the home choice (hc). The care giver (cg) stated that the hc should do 4 cycles and that the hc adds a fifth cycle. The baxter technical service representative (tsr) asked if the home patient (hp) bypassed. The rn stated that she was unsure. The tsr explained that if a complete cycle was bypassed, the hc would add a cycle to the therapy. The rn stated that she explained that to the cg. The tsr initiated a swap of the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved and was no patient injury or medical intervention indicated at the time of the initial report.